Manufacturer narrative:
No critical pump error alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical insulin pump error alarms. Customer's blood glucose value was 6.2 mmol/l at the time of incident. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was unable to complete insulin pump rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be not returned for analysis.